Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. The patient stated that she called her doctor because her left arm was hurting and she could not lift it up and her right leg was numb. The patient also had a severe headache. The patient went to the doctor's office and passed out as soon as she checked in. The patient woke up in the hospital emergency room and noticed her hair was shaven off due to the doctor checking for blood clots. The doctor believed the patient's stroke was due to high stress levels and low blood sugar. The patient was administered ativan and morphine for her pain. Patient reported that at the time of the inaccuracies, the cgm was reading 98mg/dl compared to the bg meter which read 54mg/dl. At the time of contact, the patient was doing well. No additional event or patient information was provided. The sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).